Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm unexpected battery power off due to blank display. (B)(4).

Event description:
Customer reported via phone call that the insulin pump did not stay on for a few hours even after just replacing the battery and also had low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.